Event description:
It was reported that the pump "displays channel error or channel disconnect." The product issue was mentioned to a bd associate during site visit. There was patient involvement but no harm. Although requested, no additional details were provided.

Event description:
It was reported that the pump "displays channel error or channel disconnect." The product issue was mentioned to a bd associate during site visit. There was patient involvement but no harm. Although requested, no additional details were provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.